Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. Customer was instructed to continue using the pump and to call back if any malfunction code appears again.